Manufacturer narrative:
(B)(4). Medical devices: 11-301331 arcos con sz a hi 70mm 490360. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated report(s):0001825034-2018-00799.

Event description:
It was reported a patient demonstrated femoral radiolucencies approximately 2.4 years post-implantation of total hip arthroplasty.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. 12-115121 cer bioloxd mod hd 36mm std nk 744960. 11-301331 arcos con sz a hi 70mm 490360. Unknown, unknown cup, unknown. Unknown, unknown liner, unknown. The event cannot be confirmed as there were no follow up notes or x-rays provided on to the alleged date. Post revision x-rays dated closest to the reported event ((B)(6) 2016) were reviewed by radiologist and the following was noted: bilateral tha is present, with the right hip showing a side plate and cerclage wires. Side plate extends to the lateral cortex of greater trochanter. The hardware appears intact and bone normal. Review of the device history records for provided part number/lot number identified no deviations or anomalies that contribute to the reported event. It is noted that a non-zimmer biomet cup & liner were used with the reported zimmer biomet components (head & stem). Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Hence, the root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient demonstrated femoral radiolucencies approximately 2.4 years post-implantation of total hip arthroplasty. No revision or further intervention has been reported. No additional information is available.